Event description:
It was reported that the tip of the driver broke during surgery. The surgeon was using the shaft of the driver to remove the broken off set screw; the tip of the shaft broke off during use. The broken piece was retrieved and discarded at the hospital. The surgeon used another instrument to remove the screws. No pt complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for eval. Visual examination confirmed the tip was broken. The circular material flow on the fracture surface is consistent with overloading during tightening. A review of the device history records did not identify any applicable nonconformance to spec.